Event description:
It was reported that during npwt utilizing renasys touch and flat drain kit, the message of blockage alarm displayed on the screen. The problem was not solved by exchanging the dressing. The doctor decided to use only the soft port for treatment. The drainage kit is used and discarded.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause include kinks, leaks, and blockage, instructions for use offers furthers guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event. The associated risk files contain the reported failure/harm or event. However, the clinical review has not established a causal link. Additional rmr is not required. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device this investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.